Manufacturer narrative:
The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides an annunciation of these calls at both room locations and primary (dedicated) nurse call stations. The voalte® nurse call system also has an option for secondary notification calls to customer provided third-party products (e.g. Cell phones) where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an ¿add on¿ to their primary notifications, depending on their facility¿s design and needs. The nurse call system secondary notification provides visual and/or audible event alert notification via customer designated nurse call communication devices. The location of these devices can be at a specific location or locations within the facility such as a nurse console located on nursing specific unit, nurse console in pbx department, a staff station located in a break room or hallway, mobile phones, etc. The notification routing of calls is configured with naming convention, audio and /or visual displays based on the customer preference/request at the time of initial integration. Investigation from hillrom technical service determined upon accessing the system's configuration, the notification call was alerting at the unit level (9 south) but was not set to alert/enunciate to the pbx. Technical support updated the configuration to have the 9 south unit route code calls to the hospital pbx equipment and confirmed proper operation. There was no patient injury associated with the reported event. It is unknown, at this time, if the alert routing/enunciation configuration was the expectation of the customer at the time of initial integration/configuration. A code blue call that is missed/not routed to the hospital pbx is likely to cause or contribute to a serious injury or death if it were to recur, as a manual or automated facility-wide announcement of the event and a summons for assistance for the event is commonly performed by a pbx staff member. Therefore, for the reasons listed above, hillrom is cautiously reporting this event.

Event description:
It was reported that the nurse call code blue calls were not enunciating in the facility's pbx office for the facility's 9 south unit. There was no report of patient injury, patient impact, or delay in care. This event was captured under hillrom complaint ref # (B)(4).